Event description:
It was reported that a polarity switch occurred on the right ventricular (rv) lead. The r-wave was very small and oversensing was observed on the interrogation. The lead was removed and was replaced with a new lead. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.